Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis, blood transfusion and surgical intervention. It was reported that when smarttouch sf catheter was connected, error 105 occurred. The catheter cable was replaced but the issue continued. The issue was resolved by replacing the catheter with another one. The stsf with error 105 was outside of the patient body when the error occurred. Then, later in the procedure with the replaced catheter, cardiac tamponade occurred. During the pvc (premature ventricular contraction) procedure, no vital changes were observed, and the patient remained stable. Mapping of right and left ventricles was performed using optrell and decanav. The his catheter and rv (right ventricular) catheter used were from another company. Three ablations were performed near the his of the right ventricular septum region. First ablation: 20w/30 sec., ai 338, impedance 96 to 91, average force 9g (2-19). Second ablation: 25w/56 sec., ai 520, impedance 96 to 87, average force 12g (7-21). Third ablation: 20w/59 sec., ai 468, impedance 95 to 87, average force 13g (5-28). No steam pops were observed during these ablations. No pericardial effusion was observed when checking by ice (intracardiac echocardiography) just before the end of the procedure. After the procedure and during hemostasis, the patient was slow to regain consciousness, and the blood pressure decrease was observed, as well as pericardial effusion by the extra-corporal echocardiography. Pericardiocentesis and blood transfusion were performed. After the patient left the catheterization room, she underwent CT (computed tomography) scan. Since the hemostasis was incomplete, surgical intervention was performed. Bleeding was observed at the apex of the right ventricular posterior septum, where a hole was confirmed, and hemostasis was completed by suturing. The patient was stable. Atrial septum puncture was performed by rf (radiofrequency) needle. Irrigation catheters flow rate settings were high flow 8ml/min. < 30w < 15ml/min., low flow 2ml/min. Pre/post were 0ml/min. No abnormalities were observed prior to or during use of the product. The physician's opinion on the relationship of the event with the product was that the catheters did not contact with the perforated site.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis, blood transfusion and surgical intervention. It was reported that when smarttouch sf catheter was connected, error 105 occurred. The catheter cable was replaced but the issue continued. The issue was resolved by replacing the catheter with another one. The stsf with error 105 was outside of the patient body when the error occurred. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31505265l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).